Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in october 2019 by the eur j orthop surg traumatol titled ¿femoral tunnel position in chronic anterior cruciate ligament rupture reconstruction: randomized controlled trial comparing anatomic, biomechanical and clinical outcomes.¿ the study reviewed 106 patients and identified acl/pcl instability with the round delta tapered interference screws in 2 patients during the 2-year follow-up period. 1 patient experienced an acute articular infection and a second patient experienced a superficial pin infection at the tibia. Ref: minguell j, nunez jh, reverte-vinaixa mm, sallent a, gargallo-margarit a, castellet e. Femoral tunnel position in chronic anterior cruciate ligament rupture reconstruction: randomized controlled trial comparing anatomic, biomechanical and clinical outcomes. Eur j orthop surg traumatol. Oct 2019;29(7):1501-1509. Doi:10.1007/s00590-019-02455-x.